Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. No sample was returned for evaluation. The product catalog number and lot number are unknown. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any nonconforming unit. Event described could not be confirmed as a manufacturing related issue. The alleged event is most likely associated with possible procedural/surgical complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the patient that she had mesh implanted for pelvic organ prolapse and incontinence. The patient was released the same day of surgery. She experienced a long and complicated recovery with bleeding. Cramping and increased pain. The patient sought the advice of her physician for the pain and bleeding and the physician stated the anchor had caused erosion. The patient has experienced pain with sitting and standing. She has also had problems concentrating. Weakness, depression an not able to have sexual intercourse with her husband. She wears pads for vaginal and rectal leaking. The patient states that a new doctor told her she had 3 meshes implanted, not just one as originally thought.